Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system, while customer was attempting to prime tubing. Customer's blood glucose was 317 mg/dl, treated with manual injection. The insulin pump was not dropped or bumped prior to the alarm occurring. The drive support cap was protruded about a hair, he accidently had pressed the drive support cap and it went back in. Customer hasn't pressed the drive support cap while he was connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.